Event description:
Upon receipt of the device, the subsidiary's manufacturing engineering center (mec) reported the device was operating normally when connected to the module, configuring the device and connecting the flow sensor. The air module was disconnected from the base and later "module trouble" related to flow module appeared on the central control monitor. The light emitting diode (led) on the module unit was turned off but sometimes yellow or red displayed lights showed. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.